Event description:
The device was used during a thoracoscopic lung partial resection procedure. Reportedly, upon fourth firing, the staples were missing. The surgeon resected the tissue at the application site and applied another device to complete the procedure. The hosp has reported the pt's condition is satisfactory.

Manufacturer narrative:
The device was returned with multiple malformed staples on the surface of the cartridge. The device was reset and test fired with no visual or functional abnormalities observed. This condition has been attributed to the inadvertent actuation of the cartridge release, the exact cause of which cannot be reliably determined.